Event description:
User has a box of your "25g x 1" safety needles" on hand that has had a safety concern (needle stick) with. Upon further testing they are finding that the needle is being bent upward when attempting to close the safety device.